Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be experienced. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. While functionally testing the returned smart coil through a demonstration microcatheter, resistance was encountered as the offset coil winds were attempted to be advanced through the hub of the microcatheter, and the smart coil could not be advanced any further. The offset coil winds likely contributed to the reported resistance mentioned in the complaint. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed smart coils and other coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil, the physician experienced resistance around the hub of the microcatheter; therefore, the smart coil was removed. Subsequently, the procedure was completed using a new smart coil and additional coils with the same microcatheter. There was no report of an adverse effect to the patient.